Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage.

Event description:
The customer reported that the insulin pump accidently was dropped in the pool and there was water under the screen. Troubleshooting was performed. No further info was provided.